Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Customer states the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. The alarm was triggered during normal use. Insulin pump will be returning for analysis.

Manufacturer narrative:
The device alarmed unexpected restart error during unexpected restart error test due to fault connector on interface board. The device was received with minor scratched lcd window and cracked reservoir tube lip.